Event description:
A call was received through technical services reporting pt received shocks due to oversensing. Lead fracture or loose setscrew considered. Additional information on the event indicates the lead was explanted. Physician believes this event was related to the pace/sense portion of lead. No further patient complications have been reported as a result of this event.